Manufacturer narrative:
One cadd cassette was returned for analysis in used condition. Visual inspection of the set found no discrepancies. Leak testing identified leakage from one of the top corners of ay bag. Based on the evidence, the complaint was confirmed. The problem source of the event was identified as manufacturing.

Event description:
Information was received that the cadd cassette is leaking inside the cassette. No adverse patient effects.